Event description:
Distributor reported on behalf of home care user that the device was attached to infusion pump for delivery. According to reporter, when the device was attached to the pump, the pump gave a "no cassette attached" alarm and delivery could not be started. According to reporter, the user had to be admitted to hospital care for treatment. No permanent adverse effects reported.

Manufacturer narrative:
Device has been returned for evaluation but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results of the evaluation.